Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The right ventricular (rv) lead threshold had an acute rise to the programmed outputs and had intermittent loss of capture. The lead impedance had also risen and was high. The patient was placed on external pacing and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.